Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicates that this event would not be associated with the device but rather would be related to user technique.

Event description:
Two drill bits broke while being tested in a stryker command 2 drill which was set at 100%. The drill bits had no contact with the patient. The surgeon switched drills and the procedure proceeded smoothly without further incident. This event did not cause any adverse consequence to the patient or surgical delay.